Event description:
Comments: I purchased a box of lifestyles "good lovin" condoms on 01/15/07. On the box the expiration date is 02/2007 and what I presume is a lot # is 0411751500. However, on the individual condoms, the exp. Date is 06/2009, and lot # is 0407192916. Why the discrepancy? I contacted the company and was given an ambiguous answer as to why there are two separate dates and lot numbers, and which expiration date is correct.